Manufacturer narrative:
(B)(4). The actual device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to connect the uv flash transfer set with the titanium adapter on the catheter and the patient connector. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12j16069 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.